Event description:
On september 30, 1999 sims level co was notified through a sales rep, medical ctr had experienced a situation with regards to co's d-101 disposable tubing set. At the time there was no indication of pt death. On october 1, 1999 sims level co was notified of the pt death and notified by the hosp that the death was not attributed to the use of the d-101 set.